Event description:
It was reported that the ventilator alarmed for o2 sensor failure. The patient¿s oxygenation dropped. Final patient outcome is unknown. Manufacturer's ref #: (B)(4)

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for o2 sensor failure. Further information via our distributor stated that the patient¿s oxygenation dropped to 80% and the patient was bagged for approx. 1 minute and then improved. The ventilator was thereafter replaced and patient treatment continued. The ventilator was investigated by our distributor. A contact failure between the o2 sensor and the o2 sensor cable was noted. This was fixed and the ventilator then passed pre-use check. No parts were replaced. How the cable became disconnected is unknown. Provided ventilator logs confirmed the reported alarm for o2 sensor failure but there are no alarms for high or low o2 concentration meaning the ventilator delivered set o2 concentration. There are no technical error codes in the logs indicating no ventilator malfunction. Successful pre-use check was performed prior the event. The o2 sensor is a measuring device for the inspired o2 concentration and do not control that the delivered o2 concentration is as set. Thus, the reported alarm for o2 sensor failure had no impact on the delivered o2 concentration. The alarm for o2 sensor failure is a high priority alarm. Possible causes for this alarm to be generated are according to the user manual that the o2 sensor is either missing signal communication or has been disconnected. Remedies for this alarm is to check the o2 sensor and/or its connections. In conclusion, the ventilator alarmed for o2 sensor failure due to a connection issue at the o2 sensor but there is no indication of a ventilation malfunction that caused the reported drop in the patient¿s oxygenation. H3 other text : 4117.